Event description:
Int'l customer reported that a pt developed a local wound inflammation four days following a skin excision procedure. The pt was prescribed antibiotics. Approx one month later, oozing of the wound was still present, but no pain. Two months after the original procedure a piece of suture was found protruding from the wound and was removed. The wound was cleaned and dressed. The wound is now healed.

Manufacturer narrative:
A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.